Event description:
Related manufacturer reference number: 1627487-2023-05392. Related manufacturer reference number: 1627487-2023-05393. Related manufacturer reference number: 1627487-2023-05394. It was reported that during a procedure of ipg explant (3006705815-2023-06925), physician cut all the wires above the battery and in the area of the battery pocket on (B)(6) 2023 and then left it implanted and non-functional.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.